Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, unable to load lens into inserter. The iol was loaded without completion and company inserter used. The inserter was defective. There was no patient contact and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).